Manufacturer narrative:
Product has been returned and is currently undergoing investigation process. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. The device mfg date is unknown. The date entered in section h4 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An unspecified scan error message with "no signal" was reported with the abbott diabetes care (adc) device and the customer was unable to obtain glucose readings. As a result, the customer lost consciousness and was unable to self-treat. An ambulance was called by third-party and when the medical team arrived, administered a glucose injection for treatment. There was no report of death or permanent impairment associated with this event.

Event description:
An unspecified scan error message with "no signal" was reported with the abbott diabetes care (adc) device in use with iphone 16 ios 18.3.2 and app version 3.6.2.12253 and the customer was unable to obtain glucose readings. As a result, the customer lost consciousness and was unable to self-treat. An ambulance was called by third-party and when the medical team arrived, administered a glucose injection for treatment. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The user reported a sensor-related error message. The reported issue was investigated. The reported configuration was not compatible with the customer's reported application. The latest revision of the compatibility guide was available to the customer on the abbott diabetes care website. Sensor (B)(6) has been returned and investigated. Visual inspection performed on the returned sensor patch and no issue was observed. Data was extracted using approved software and extraction was successful. Sensor state 7 with event log 11 and sensor state 8 with event log 9 are an indication that the sensor had terminated due to an intentional non-fatal error recognized by the sensor. This termination is an intended part of the sensors system and is not an indication of product non-conformance as the data is consistent with a removal of a properly applied sensor. As a result, the sensor had recognized its removal and had terminated in which the sensor was working as intended. The sensor data was reviewed and data analysis is consistent with the removal of a properly applied and functioning sensor. Therefore, this issue is not confirmed. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs (device history review) for the libre sensor and sensor kit was reviewed and the dhrs showed the libre sensor and sensor kit met specifications prior to release to distribution. All pertinent information available to abbott diabetes care has been submitted.